Event description:
Adverse event(s): "missed targeted refraction" (postoperative refraction, unexpected); "diplopia"(diplopia). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported two missed targeted refractions following intraocular lens (iol) implant surgeries. The surgeon also reported that this pt experienced monocular vertical diplopia. In a f/u, the technician reporting for the surgeon stated that the pt is being monitored on an "as needed" basis, the pt is content wearing glasses and does not seek secondary procedure. The tech stated that the surgeon does not feel the iol is at fault for the refractive outcome. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 03/26/2010 and 04/01/2010 by phone. Add'l info was obtained from medical records and by phone. (B)(4).